Event description:
Upon performing the procedure, the cytology brush was observed in the biliary duct on imaging. Radiopaque particles were observed at the time and speculated to be from the catheter shaft. Following the procedure, particles were still visible when viewed with imaging. Due to this another kit was obtained and opened. The coloring at the tip of the catheter shaft was chipped off and it was determined what was visualized on imaging were small flakes of the radiopaque distal marker. The patient has since returned for additional procedures and nothing was visualized. It was determined it must have passed.